Event description:
The customer reported the system is displaying a regulator error. No pt injury was reported.

Manufacturer narrative:
A ge rep directed customer to regrease the high voltage connectors. System operates as intended. (B) (4).